Manufacturer narrative:
Referenced short-to-shield was addressed in medwatch report MFR # 2916596-2018-00101. Age of device: 6 years, 8 months. Device evaluation: the post-transplant evaluation of explanted pump confirmed internal driveline wire damage. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing. The distal portion of the driveline was returned in three sections measuring approximately 4.5 inches, 8 inches, and 24 inches, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. Pieces of the sealed outflow graft and sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline in the condition received did not reveal any discontinuities or shorts. The clear bionate cover and metal braided shield were carefully removed to evaluate the underlying wires. Visual examination of the pump end segment of the driveline revealed breaches to the insulations of the orange and brown wires approximately 0.25 inches and 0.5 inches from the pump housing, respectively. Further investigation also revealed a breach to the green wire of the 4.5 inch segment, approximately 0.5 inches from its proximal-end. All of the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Examination of the remaining two segments of the dl (8 inch and 24 inch) revealed no obvious breaches to the wires. High potential testing of the returned driveline segments revealed no additional areas of compromised wire insulation and current leakage. If the exposed conductors of the orange, brown or green wires made contact with the metal braided shield while operating on the power module, the resulting short to ground could have resulted in the low speed alarm confirmed under the previous complaint that was reported under medwatch report MFR # 2916596-2018-00101. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii left ventricular assist device patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that routine heart transplant was performed on (B)(6) 2018. During the post-transplant investigation of the returned explanted device, percutaneous lead (driveline) compromise was identified. Of note, the patient had a known short-to-shield issue of the driveline that occurred on (B)(6) 2017.